Event description:
It was reported to the distributor, that the evis lucera elite colonovideoscope had an e315 scope error. The issue was found during inspection for use and it was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation. And the customer¿s allegation was not confirmed. It was noted, that water tightness was lost; due to a pinhole in the tube. And the objective lens had discoloration. There were scratches throughout the device. The scope connector was dirty; due to water leakage. And the water removal ability did not meet standard value; due to clogging of the nozzle. The adhesive on the bending section rubber had a crack. It was also noted, that the play of the up/down knob and the bending angle in the up direction did not meet standard value; due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record was unable to be performed as a result of the serial number not being available. The root cause of the failure could not be identified as the e315 scope error could not be duplicated in the device evaluation. However, it is possible that the image sensor may have been disconnected or there was breakage of mounting components. Olympus will continue to monitor the field performance of this device.